Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient feels like their bladder is full and isn't emptying completely. No device issue and no further patient complications have been reported as a result of this event.